Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider states head spring/fram section of ivc bed, bent - broken weld on pull tube support.